Manufacturer narrative:
Unfortunately no sample was available for further evaluation; therefore root cause could not be determined. Vyaire was able to complete the device history record for the reported lot number was completed 0000799410. The lot number was manufactured on 08jun15, no issues to report. The lot was manufactured, inspected and released in accordance with our internal procedures.

Manufacturer narrative:
Vyaire has reached out to the customer for the device sample and additional information. Customer has notified vyaire that a representative sample will be available for further evaluation. Shipping labels and international paper work have been provided to the customer. Vyaire is anticipating receipt of the representative sample for further analysis. Once the sample is evaluated or if additional information is obtained a supplemental emdr will be submitted.

Event description:
Customer reported a leak in the circuit. Per invimo report, a change of breast implant and liposuction procedure was being done on a (B)(6) woman. Surgery is started under general anesthesia, after 10 minutes of starting the procedure it is detected that the bellows falls with the flow normally used, the flow is increased and the biomedical engineer is informed. The engineer does a review of the machine, reviews packaging, connections, valves. The circuit changes and the leak disappears. Leak test is performed with the circuit being changed and a leak of 0.3 is evidenced. After the patient circuit is changed and the leak disappears the surgery continues without any problems. The customer reported that there was no harm or injury to the patient.